Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to visit emergency room with diabetic ketoacidosis due to high blood glucose on (B)(6) 2018 with blood glucose of 503 mg/dl. Patient's other blood glucose value: 185 mg/dl. The customer also reported no delivery alarm. The customer was treated with manual injection. The customer was off the insulin pump for less than 48 hours from hospitalization. Customer was advised that the high pressure test passed so the pump was working as designed. The pump alarmed no reservoir in displacement test. The device is not expected to be returned for analysis.